Event description:
Information received by medtronic indicated that the customer reported a crack on the case of the pump, buttons were harder to press, and the pump rejected new batteries. No further details were provided. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the pump. The pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S/w version = 4.11 e. Retainer ring = black . Case type = ngp. Customer returned pump for alleged failed battery alarm, unresponsive keypad, and cosmetic damage located at the pump case found on (B)(6) 2022. The pump passed the displacement test, sleep current test, active current test, and self-test. Test p-cap and reservoir locked properly into reservoir compartment during testing. All buttons function properly. No alarms or alerts noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump downloaded history confirmed the pump alarmed low battery alert on (B)(6) 2022 at time 11:41:00.000 and replace battery now alarm on (B)(6) 2022 at time 21:43:00.000 due to moisture damaged to the pcb1 board and pcb2 board. Pump passed keypad voltage test. The j1 connector on pcb1 was locked properly during visual inspection. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor home switch, and force sensor. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, serial number label stained, serial number label fading, end cap address label fading, scratched case, cracked select button keypad overlay, pillowing keypad overlay, and corroded battery tube. Pump passed required testing and all buttons function properly. Unresponsive keypad not confirmed. Failed battery alarm was not confirmed during testing or in history files. Moisture damage found on electronic assembly, motor home switch, and force sensor. Cosmetic damage was confirmed at case corner of the belt clip rails near the battery compartment, battery tube threads, serial number label, end cap address label, case, select button keypad overlay, keypad overlay, and battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, the pump passed the displacement test, sleep current test, active current test, and self-test. Test p-cap and reservoir locked properly into reservoir compartment during testing. All buttons function properly. No alarms or alerts noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump downloaded history confirmed the pump alarmed low battery alert on 30-nov-2022 at time 11:41:00.000 and replace battery now alarm on 30-nov-2022 at time 21:43:00.000 due to moisture damaged to the pcb1 board and pcb2 board. Pump passed keypad voltage test. The j1 connector on pcb1 was locked properly during visual inspection. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor home switch, and force sensor. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, serial number label stained, serial number label fading, end cap address label fading, scratched case, cracked select button keypad overlay, pillowing keypad overlay, and corroded battery tube. Pump passed required testing and all buttons function properly. Unresponsive keypad not confirmed. Failed battery alarm was not confirmed during testing or in history files. Moisture damage found on electronic assembly, motor home switch, and force sensor. Cosmetic damage was confirmed at case corner of the belt clip rails near the battery compartment, battery tube threads, serial number label, end cap address label, case, select button keypad overlay, keypad overlay, and battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.